Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was injured by their pain pump system on or around (B)(6) 2013 to present. The pain pump system reportedly caused the patient personal and economic injuries, including but not limited to injuries caused by malfunction of the pain pump system product. No patient death was alleged. No further information was provided including the specific symptoms the patient experienced, the specific device malfunction that was alleged, if any diagnostic testing or troubleshooting had been performed, what medications the device delivered, if any interventions occurred or how the patient was now doing. Should new additional information be received, a follow-up report will be submitted.